Manufacturer narrative:
(B)(4). The investigation revealed that the field service engineer investigated and found a defective camera and foot switch. Replacement of those parts solved the problem.

Event description:
Customer reported that the system did not radiate while pt was on the table.